Event description:
The PICC inserted easily and when she reached the desired tip placement she flushed and the patient c/o feeling "funny" in chest. She asked the patient if she was experiencing ectopy and she said she was. The nurse then pulled the PICC back 1 cm and flushed again and the patient stated she felt better. She cleaned the insertion site with 5 mls more of chloraprep and dressed the PICC. When she removed the larger drape of patient was extremely red in the face, itchy and experienced shortness of breath but no chest pain. The patient developed itchy red welts on her arms and body. The patient's vital signs were normal and blood pressure was normal . They administered benadryl and the patient responded well. The md was called and was concerned about an allergy to the PICC.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation, as the device remains in the patient. A lot history review (lhr) of rexb0227 showed no other similar product complaint(s) from this lot number.